Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a recanalization procedure for the proximal superficial femoral artery extending to the popliteal artery, the device was deactivated and distal portion of the device was not moved and the helix allegedly fractured. It was further reported that the detached portion was removed through the snare. The procedure was completed using the same device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was returned for evaluation and a physical investigation was performed for the catheter. During physical investigation the helix was broken at 61 cm distance from the tip of the catheter. The tube was kinked at 61 cm from the tip of the catheter. It can be confirmed that the helix was broken. Therefore, the investigation is confirmed for the reported helix break issue. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure for the proximal superficial femoral artery extending to the popliteal artery, the device was deactivated, and the distal portion of the device was not moved while the device was being removed and the helix was allegedly found to be fractured. It was further reported that the detached portion was removed through the snare. The procedure was completed using the same device. There was no reported patient injury.